Event description:
Information was received form a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Rep reported that a lead migration occurred after the patient slipped and fell on ice. X-rays showed that the leads migrated. Pt experienced a return of pain due to this. Rep reported other additional surgical intervention will be required. Rep indicated they would send any further information as they become aware.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported a lead revision was done and the left lead was moved back down two contacts to original position. The lead was braided into place for additional security. One high impedance (>40k) was noted on electrode 14, the representative was able to program around it for all dtm programs. The patient stated they were originally getting 80-90% relief, after upward migration the patient was getting 40%. The patient was reprogrammed and the stimulation was turned on.